Event description:
It was reported that after approximately 20 minutes of onyx injection with onyx reflux, upon catheter removal, the distal marker of the catheter broke off and remained in the artery. Same event as MDR# 2029214-2009-00236.

Manufacturer narrative:
The catheter has been evaluated, and it was confirmed that the distal tip of the catheter was missing. The amount of onyx reflux was not reported. Per the IFU, reflux should be minimized to less than 1 cm. When the amount of reflux is greater than 1 cm, it can lead to catheter tip entrapment during withdrawal and catheter tensile failure. Results = catheter separation.